Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold hub. As a result, the manifold number (catheter number and serial number) cannot be recorded for investigation purposes. A visual and tactile examination found a break in the hypotube shaft 745mm proximal from the distal edge of the bumper tip (665mm approx. Distal from strain relief section) as a result of a severe kink in the hypotube shaft. The hypotube appears to have been broken due to the application of excessive force. Hypotube kinking was also evident along the remainder of the shaft. A visual and tactile examination of the outer and mid-shaft section found a kink at the port bond skive location. This type of damage is consistent with excessive force being exerted on the delivery system. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed 05-nov-2015. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 38x2.75mm promus premier stent was advanced but was unable to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break.